Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer septal occluder was implanted in a patient. On (B)(6) 2023, one day post procedure, the device migrated. The implanter believed the cause of the migration was mis-sizing, probably device was too low. A surgical intervention was performed and a 14mm amplatzer septal occluder was implanted as a replacement. The patient is stable.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.